Manufacturer narrative:
Elevated iop and cystoid macular edema are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The patient experienced elevated iops attributed to steroid medications, and cystoid macular edema. Additionally, the hydrus microstent was noted to be malpositioned with the distal tip rotated posteriorly into the ciliary body. Multiple drop interventions were utilized, as well as posterior subtenons kenalog treatment for the cystoid macular edema. Pending improvement with the kenalog treatment, the surgeon will readdress the possibility of microstent removal and repositioning if the iop is not at target. Additional information was requested regarding status of the patient, but no response has been provided.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Microstent malposition, and unplanned secondary ocular surgical reintervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A surgeon contacted ivantis to discuss a case involving a newly presenting patient who had undergone hydrus microstent implantation with another surgeon approximately 6 months prior. The surgeon noted the hydrus microstent was positioned in the iris root although intraocular pressures (iops) were controlled with 2 iop-lowering medications. However, the patient had expectations that he would be medication-free post-implantation and the surgeon is considering re-positioning the implant.